Manufacturer narrative:
Correction: d1, d4 and g5. Additional information: d10, h3, h6 and h10. The device was received for evaluation. Visual inspection found that the product was full of blood. Air leak testing was performed, and a leak was observed at the degassing chamber and a crack was observed at the bottom of the degassing chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 14 hours of continuous veno-venous hemodiafiltration treatment with one unit of prismaflex m 150, the machine triggered the alarm "air in system." The alarm could not be resolved. Subsequently, blood was observed in the drain container and the blood was noted to be leaking from the blue return line at the air trap chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.